Manufacturer narrative:
This report is submitted on 11 february 2020.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, due to the reported infection. This report is submitted decmeber 19, 2019.

Manufacturer narrative:
This report is submitted on 20 november 2019.

Event description:
Per the clinic, the patient experienced a post-operative infection, subsequently the patient was treated with oral antibiotics for 10 days.